Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5 v. The loaded voltage (loaded v lith) display at the power graph management tool shows abnormal behavior due to internal battery not properly plugged in to pcb1. The pump was received with minor scratches on lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed low battery and the blood glucose was low. The customer¿s blood glucose level was 314 mg/dl at the time of the incident. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.